Manufacturer narrative:
Correction: section b: b1: selected as the reportability has been revised to reflect a serious injury. B2: selected as the reportability has been revised to reflect a serious injury. Section d: d4: UDI was added as it was omitted from the initial submission. Section h: h1: updated type of report to serious injury. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample/ device inspected: the returned implant was visually inspected and verified to be an inclusive mini implant with o-ball 2.5 mmd x 13 mml implant. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as package. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after the clinical procedure. The implant was placed in tooth location #27 and was extracted after the observation that it was loose and mobile. However, no adverse events were reported to the patient. No abnormalities were noted with the implant itself. The patient is stated to be doing fine and is expected to receive a replacement implant in the near future. The DHR was reviewed based on the provided lot number and no discrepancies were noted. The complaint part has been received for evaluation and investigation and the investigation is under progress. A follow up report will be submitted after the completion of the investigation. Failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
It was reported that an implant was placed at tooth location #27. Upon follow up, it was stated that the implant was loose and mobile. Also, the patient displayed a mild soreness at the site of the implant placement. However, no serious injury or any adverse events were reported to the patient. The patient is reported to be doing fine with mild bone loss. The implant was extracted immediately and the most likely cause for this incident is attributed to be failure to osseointegrate. The patient is stated to have type 2 bone quality and is a smoker.